Event description:
It was reported that the patient arrived to the emergency department with supraventricular tachycardia (svt). The rate of the svt was below the therapy detection zone; however, it was within the ventricular tachycardia (vt) zone and not documented. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.